Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the cesarean section surgery, it was found that the needle and thread was broken when using suture. Another suture was opened to complete the operation. There was no patient harm.